Event description:
Caller states patient tested 177 mg/dl on inform system 1 (03:48) and 219 mg/dl on inform system 2 (03:55). Comfort curve test strips were used. A lab value returned at 04:09 was 27 mg/dl; patient received unspecified medical treatment based on the lab result. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 551708, expiration date 03/31/2013). (B)(4).